Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the g7 app said "no account," so readings were not showing. The patient was reportedly unable to monitor the readings as a result. The patient was unconscious and no bg was checked. The reporter called an ambulance and the patient was given a glucagon pen and peanut butter. The bg at some point was 99 mg/dl by emergency medical services (ems). The patient was not taken to the hospital and was resting during the time of the report. It was reported that the patient was using an operating system that was not supported, which is off label usage of the device. Data investigation confirms an unspecified malfunction. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.